Manufacturer narrative:
It was reported that after an initial bunion surgery, the distal end of the medial plate protruded through the skin at the toe. As a result, the medial plate and screws were removed in a revision surgery on (B)(6) 2019. Upon hardware removal, although the patient had poor bone quality, the bones were confirmed to be fused and no failure was found in the hardware. The device was returned to the manufacturer for evaluation, it was confirmed the plate was contoured, however radiographic evidence is inconclusive as to whether the plate was intentionally contoured this way or not. Additional information from the sales representative indicates it is unknown whether the plate was intentionally contoured as observed upon implantation since the initial bunion surgery occurred in another state with a different and unknown surgeon. The instructions for use, lbl 1405-9005, identifies general surgical contraindications related to "patients conditions including...insufficient quantity or quality of bone" and the surgical technique, lbl 1405-9001 instructs on the proper method for plate placement "if bending of the plate is required to match the bony anatomy...". The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the information provided, the hardware was removed to address the plate protruding though the skin at the toe. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, the medial plate and screws were removed in a revision surgery on (B)(6) 2019 due to the distal end of the plate protruding through the toe. Upon hardware removal, no failure was found in the hardware. There was no report of any other patient impact or injury as a result of this event.